Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Drive support disk was inspected and no anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 500 mg/dl. Customer reported that the drive support cap was flushed. Customer was okay to troubleshoot. Customer was treated with bloused for high blood glucose level. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.